Manufacturer narrative:
Carefusion complaint #: (B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported that when they turn on the ventilator there is audible alarm present and it displays "xdcr fault" (transducer fault). The customer was also experiencing the screen remaining black when turning on the device. The customer evaluated the device and replaced the main pcba (printed computer board assembly) and that resolved both issues that they were experiencing. The customer reported that there was no patient involvement with the reported issue.